Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported  "I started getting a feeling in my right arm. Like electricity." Patient described the sensation as a buzzing,"in my fingertips."and it is shooting the signals out of my fingertips." "It was enough to wake me up. They are concerned that these symptoms are because their pacing lead may have dislodged. The pacing lead remains in use. No further patient complications have been reported as a result of this event.